Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported that "more or less, the stimulator has been working, but for the past two weeks she has been having the urge to go to the bathroom every 2 minutes and sometimes she can go and sometimes there is no urine". The caller reported that the patient fell last (B)(6) 2018), and stated "she fell on her knee then her back". The caller stated that they had recently increased stimulation to 3.0v and that "it seems to be working, but I wanted to check to see if the interstim was making her have this urge". The caller noted that the patient was meeting with their healthcare provider (hcp) to get a stool sample and didn¿t need help raising settings, but wanted to know if the interstim could be "causing these problems". Patient serv ices reviewed that they should consult with the hcp. The caller noted that they are meeting with the hcp on (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter's name was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she went to the emergency room on (B)(6) 2018, and then the doctor removed the device on (B)(6) 2018. When the patient was asked how the fall affected her device, the patient reported that she had a very bad bruise and that the wiring of the device was exposed. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.